Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced cable due to burned connector at the cable to power supply monitor board. The fse also replaced an obsolete power supply board, then tested the iabp to factory specifications and released it back to the customer for return to clinical service.

Event description:
Customer reported that while the intra-aortic balloon pump (iabp) was in use in battery mode on a patient, the iabp shut down when connected to mains power. The customer replaced the event cardiosave iabp with another cardiosave iabp and the therapy was resumed. No adverse event was reported.